Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the mega suturecut needle driver instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken grip at the grip base of grip tip. A piece approximately 5.58 mm x 3.02 mm was found to be broken off. The broken piece was returned with the instrument. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that the mega suturecut needle driver instrument had a broken tip. The procedure was completed and there was no reported injury to the patient.